Event description:
The consumer reported two false negative results via social media with the binaxnow covid-19 antigen self-test on (B)(6) 2023. This manufacturer¿s report addresses test one (1) of two (2). The consumer was symptomatic and tested positive for covid at urgent care. No additional information, including patient treatment and outcome, was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use; device discarded.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue but could have most likely been related to customer misuse or the patient sample. H3 other text : single use; device discarded.

Event description:
The consumer reported two false negative results via social media with the binaxnow covid-19 antigen self-test on 27nov2023. This manufacturer¿s report addresses test one (1) of two (2). The consumer was symptomatic and tested positive for covid at urgent care. No additional information, including patient treatment and outcome, was provided.